Manufacturer narrative:
The full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.